Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain on my right side"), genital haemorrhage ("abnormal bleeding") and anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphylaxis to red dye") in a 47-year-old female patient who had essure (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included right upper quadrant pain. Concurrent conditions included asthma, ovarian cyst, endometrial polyp, allergy to chemicals, herniated disc and mitral valve prolapse. Concomitant products included estradiol since (B)(6) 2015 and progesterone since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuate"), mood swings ("mood fluctuate"), acne ("hormonal changes describe: hormones were in balanced which caused skin to fluctuate./ ski -adult acne"), hair disorder ("hair disorder") and weight increased ("weight gain."). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced anaphylactic reaction (seriousness criterion medically significant) with rash. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower right abdomen pain"). On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and adnexa uteri pain ("ovarian pain"). The patient was treated with spironolactone and surgery (hysterectomy, salpingectomy, oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and acne had resolved and the genital haemorrhage, anaphylactic reaction, depression, anxiety, weight fluctuation, mood swings, hair disorder, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, acne, adnexa uteri pain, anaphylactic reaction, anxiety, depression, dysmenorrhoea, genital haemorrhage, hair disorder, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Approximate weight at the time of essure placement 115 lbs. Event deatils- allergic or hypersensitivity reaction type: anaphylaxis to red dye. Did not have this before, rashes or skin conditions type: went into anaphylaxis after being exposed to red dye in food. I had to be rushed to the hospital and treated. They kept me in the hospital over night to be watched. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia . Most recent follow-up information incorporated above includes: on 20-jun-2018: new pfs + mr received- new events added: hormonal changes describe: hormones were in balanced which caused skin, hair, weight and mood to fluctuate,abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: anaphylaxis to red dye. Did not have this before, rashes or skin conditions type: went into anaphylaxis after being exposed to red dye in food,dysmenorrhea (cramping), weight gain, skin-adult acne were added.lot number, new reporter were added.outcomes of events pain and skin-adult acne from unknown to recovered/resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain on my right side"), genital haemorrhage ("abnormal bleeding") and anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphylaxis to red dye") in a 47-year-old female patient who had essure (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included right upper quadrant pain. Concurrent conditions included asthma, ovarian cyst, endometrial polyp, allergy to chemicals, herniated disc and mitral valve prolapse. Concomitant products included estradiol since (B)(6) 2015 and progesterone since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuate"), mood swings ("mood fluctuate"), acne ("hormonal changes describe: hormones were in balanced which caused skin to fluctuate./ ski -adult acne"), hair disorder ("hair disorder") and weight increased ("weight gain."). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced anaphylactic reaction (seriousness criterion medically significant) with rash. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower right abdomen pain"). On (B)(6) 2015, 6 years 10 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and adnexa uteri pain ("ovarian pain"). The patient was treated with spironolactone and surgery (hysterectomy, salpingectomy, oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and acne had resolved and the genital haemorrhage, anaphylactic reaction, depression, anxiety, weight fluctuation, mood swings, hair disorder, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, acne, adnexa uteri pain, anaphylactic reaction, anxiety, depression, dysmenorrhoea, genital haemorrhage, hair disorder, menorrhagia, mood swings, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Approximate weight at the time of essure placement 115 lbs. Event details- allergic or hypersensitivity reaction type: anaphylaxis to red dye. Did not have this before, rashes or skin conditions type: went into anaphylaxis after being exposed to red dye in food. I had to be rushed to the hospital and treated. They kept me in the hospital over night to be watched. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pain on my right side/ pain on my right ovary side/ sharp pain that made me topple over"), genital haemorrhage ("abnormal bleeding") and anaphylactic reaction ("allergic or hypersensitivity reaction type: anaphylaxis to red dye") in a 47-year-old female patient who had essure (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included right upper quadrant pain. Concurrent conditions included asthma, ovarian cyst, endometrial polyp, allergy to chemicals, herniated disc, mitral valve prolapse and shortness of breath. Concomitant products included estradiol since(B)(6)2015 and progesterone since(B)(6)2018. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"), 6 years 11 months after insertion of essure. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower right abdomen pain") and hypotension ("low blood pressure with essure"). In (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuate"), mood swings ("mood fluctuate."), acne ("hormonal changes describe: hormones were in balanced which caused skin to fluctuate./ ski -adult acne") and hair disorder ("hair disorder") and was found to have weight increased ("weight gain."). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient experienced anaphylactic reaction (seriousness criterion medically significant) with rash. In (B)(6), the patient experienced ovarian cyst ("complex cyst of the right ovary"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and adnexa uteri pain ("ovarian pain// I had pain on my right ovary side") and was found to have hormone level abnormal ("hormonal changes describe:hormones were imbalanced"). The patient was treated with ibuprofen (motrin), salbutamol (albuterol), spironolactone and surgery (hysterectomy with bilateral salpingo-oophorectomy) (bilateral removal of ovaries),). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and acne had resolved and the genital haemorrhage, anaphylactic reaction, depression, anxiety, weight fluctuation, mood swings, hair disorder, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, abdominal pain lower, adnexa uteri pain, hypotension, ovarian cyst and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, acne, adnexa uteri pain, anaphylactic reaction, anxiety, depression, dysmenorrhoea, genital haemorrhage, hair disorder, hormone level abnormal, hypotension, menorrhagia, mood swings, ovarian cyst, pelvic pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Approximate weight at the time of essure placement 115 lbs. Event deatils- allergic or hypersensitivity reaction type: anaphylaxis to red dye. Did not have this before, rashes or skin conditions type: went into anaphylaxis after being exposed to red dye in food. I had to be rushed to the hospital and treated. They kept me in the hospital over night to be watched. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- hormonal changes describe: hormones were imbalanced,new event low blood pressure with essure,complex cyst of the right ovary were added. Treatment drug, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety and hypersensitivity outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.